Event description:
The customer reported that the unit was unable to pass operational check.

Manufacturer narrative:
(B)(4). The customer reported that the unit was unable to pass operational check. The device was evaluated at philips. The symptom could not be reproduced. The device passed operational check. The technician noted that the opcheck summary and the status log indicated that opcheck had intermittently failed for the pads cable and pacing in the past. The technician replaced the therapy pca.